Event description:
On 10/06/2009 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the hospital in 2007 for sob. While hospitalized, the patient was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions reported. The patient passed away in 2009.

Manufacturer narrative:
Submit date: 11/04/2009. An investigation is currently underway. Upon completion, the results will be forwarded.